Manufacturer narrative:
(B)(4). Complaint indicated that there was a hole in the package. The returned package was visually inspected and it was confirmed that there was a hole, or puncture, in the top stock (fmp). It appeared that the puncture was made by a sharp-pointed ink pen. Dark ink was present in and around the hole that was not the same color as the printing ink. The cause of the damage appears to be due to a top stock puncture by a sharp object such as a fountain ink pen. The triangular shape/point of the hole indicates a sharp fountain pen rather than a ball point pen. It is believed that this hole was externally caused because fountain pens are not used on the packaging line and because ballpoint pens are not used until after the packages have been placed into a carton when associates initial the corrugate shipper at the end of the packaging process. Review of ncr and complaint data streams did not identify any other occurrences matching the defect characteristics seen in this complaint.

Manufacturer narrative:
(B)(4). Event could not be confirmed, as the sample was not returned. Complaint information will be included in complaint trending. Sample was requested from customer. Analysis of the sample will be performed if the sample is returned. We were unable to analyze the sample utilized in the reported event, as the package was not returned to us. Complaint indicated that a hole was found in the package. The customer provided photographs that show what appears to be a hole in the lid stock with dark ink markings as if an ink pen caused a hole. The complaint cannot be confirmed based on only the photographs. Return of the sample was requested from customer. Analysis of the sample will be performed if the sample is returned.

Event description:
It was reported that before a lap oophorocystectomy, a hole was found on the package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.